Event description:
A copy of a voluntary medwatch #1039783 was received. The info indicated that during the index procedure while undergoing stenting to an unk side branch artery involving implantation of two (2) unk cypher stents (stents # 1 and # 2), the adjacent major artery became narrowed necessitating the implantation of an add'l unk cypher stent (stent #3). Approx twelve to fourteen hours after the index procedure the pt experienced nausea, chest pain, arm pain, and a burning sensation in the arm and chest which are common symptoms of a myocardial infarction (mi). The pt's cardiac enzymes were reported to be elevated. Repeat catheterization demonstrated an area between the branch artery stents and the main artery stent had become inflamed causing a blood clot to form that completely blocked the side branch artery. An add'l taxus express stent was implanted to treat the acute thrombosis. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The product is not available for eval and testing. A male pt of unk age with a history of cancer, breathing problems (associated with pneumonia) experienced a thrombotic event and mi within fourteen hours post cypher stent implantations. The reason for the pt's admission to the hosp was not reported; but an angiogram revealed a lesion in unk coronary arteries. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of act's was not reported. The location and characteristics of the target vessel and/or lesion were not provided. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents of unk sizes at unk maximum inflation pressures. After these stents were deployed, one of the major arteries is reported to have become narrowed which necessitated the implantation of a third cypher stent of unk size at an unk maximum inflation pressure. It is unclear from this report whether the two original cypher stents are implicated in the narrowing event. The post-procedural administration of asa or plavix was not reported. Twelve to fourteen hours after the index procedure, the pt experienced nausea, chest pain and burning in his chest and arm. He was diagnosed with an mi on the basis of his enzyme levels. A repeat angiogram revealed thrombus completely blocking the branch artery where the first two cypher stents had been implanted. This event was treated with the placement of a non-cordis des. The products were not returned for inspection. Mfg records (DHR) could not be reviewed, as the product catalog and lot number are not available. The products remain implanted in the pt and are thus not available for eval. Based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. This is one of three products used during the same procedure. Please reference MFR. Report #3003742446-06-00650, and # 3003742446-06-00651. Please note that this is the initial/final report for this product.